Event description:
It was reported the ambulance was parked on a tilted surface. When the user attempted to offload the unit out of the ambulance, the safety hook on the stretcher missed the ambulance. As a result, the unstable cot tipped to its side and hit the ground, resulting in the patient sustaining a broken hip. Attempts are being made to gather additional injury and treatment details from the user facility.

Manufacturer narrative:
The device was evaluated by a field service technician and the tip was not due to any component level defect and was a result of unloading the cot unevenly by the user.

Event description:
It was reported the ambulance was parked on a tilted surface. When the user attempted to offload the unit out of the ambulance, the safety hook on the stretcher missed the ambulance. As a result, the unstable cot tipped to its side and hit the ground, resulting in the patient sustaining a broken hip femur. It was found by the field service technician that the unstable cot leading to tip was not due to any component level defect and was a result of unloading the cot unevenly.